Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The break in aseptic technique was further described as patient made a mistake/touch contamination by not wearing a mask. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. Beginning the day of onset, the patient was treated with vancomycin 1gm, every five days for three doses intraperitoneally and ancef 2gm daily for twenty-one days intraperitoneally for the peritonitis event. On an unreported date, in the month following the onset of peritonitis and treatment, antibiotic therapy with vancomycin and ancef was discontinued. Dianeal therapies were ongoing. It was not reported if the patient would be retrained or if the patient had been retrained on aseptic technique. It was reported that the patient was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore a device analysis could not be completed. The cause of the peritonitis was reported to be use error due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review or any additional relevant information becomes available, a supplemental report will be submitted.